Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence as a result of the device issue and having to perform further resection? If yes: please explain:

Event description:
It was reported that during an unknown procedure, staples didn¿t close. Anastomosis failed leak test - further resection performed.

Manufacturer narrative:
(B)(4). Batch # r57k4p. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any patient consequence as a result of the device issue and having to perform further resection? If yes: please explain: there was no consequences towards the patient as a result of the device failure.